Manufacturer narrative:
Date of procedure: 11/14/1997. The fasstealth catheter was returned wrapped around itself in a biohazard bag. The balloon of this fasstealth catheter had burst longitudinally on a segment 13.5 mm long, 10 mm distal to the proximal end of the balloon coil. During the analysis it was observed that the balloon had elongated and burst longitudinally. From the condition of the returned product it appeared that the maximum recommended inflation pressure of 100 psi (6.8 atm) was exceeded. Per the labeling instructions: "inflate balloon slowly using a continued infusion of contrast. Use manometer device to measure the desired amount of inflation pressure." "Warning. Do not exceed 100 psi (6.8 atm) during ballon inflation." During the in-process inspection this lot was tested for burst pressure. The acceptance criterion was that balloon should stand a minimum pressure of 100 psi. The sample mean was 255 psi and the lot was accepted." Also, during in-process inspection samples of this lot were tested for burst pressures. All samples met the acceptance criterion for balloons burst. Frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that, for the first stenosis, the physician made a vascular dilatation using fasstealth by pressuring four times at 60 atm for 60 seconds. The next stenosis he tried to make a vasodilatation with the fasstealth but the balloons of the two catheters burst at first inflation. Later, another fasstealth was used for the vasodilatation at 6 atm for 90 seconds with no complications. The pt was not affected from this procedural occurrence.enosis, the physician made a vascular dilatation using a fasstealth by pressuring four times at 60 atm for 60 seconds. The next stenosis he tried to make a vasodilatation with the fasstealth but the balloons of the two